Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the external force applying to the distal end of the subject device by the user handling. The instruction manual provides preventive measures against the reported failure mode. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus medical systems (B)(4). Olympus medical systems (B)(4) checked the subject device and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4), it was found that the distal end of the subject device had a crack. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.